Event description:
The customer reported the vitrectomy probe would not cut during surgery. The probe was switched out and the surgery was completed. No pt injury was reported.

Manufacturer narrative:
The sample has been received and in-house evaluation in progress. Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).